Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed. Sometime post procedure the pt was reassessed for symptoms of urethral erosion. The sling was removed without incident. F/u indicated the pt's urethra was nicked during the original procedure. Repair to the urethra was carried out at that time. This factor may have contributed to this event. The directions for use state: "the following complications have been reported as consequences which may occur in urological procedures: urinary retention and infection. Over correction may cause temporary or permanent lower urinary tract obstruction. Consequences specifically related to materials; pelvic sensitivities, tissue necrosis and tissue erosion."